Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that the ipg was unable to communicate with external devices after the patient underwent an unrelated surgery on (B)(6) 2020. It is unknown if the ipg was set to surgery mode during the surgery. Troubleshooting did not resolve the issue.